Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the video processor (vp). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure that recoverable fault 40 occurred. The reported error was observed in the system logs against surgeon side console (ssc) 1. The intuitive tech support engineer (tse) walked the caller through confirming that the blue fiber cable at the vision side cart (vsc) and ssc were fully seated and that there was a blue led present. The caller confirmed that the system has wall integrated fiber cables. The site was also getting a "video processor not detected" message following a reboot of the system due to non-recoverable fault 252. The tse had the site perform a hard reboot, with no change. The caller checked the gray fiber cable and the video processor's (vp) breaker switch during the reboot. The vp did not boot up and the vp's led was not lit. The customer swapped vscs to continue the procedure. The site's clinical sales rep (csr) also attempted to troubleshoot the issue with the tse. The tse recommended power cycling the system and moving the grey vp fiber cable to another port. The issue persisted. The csr swapped the grey fiber and the issue still persisted. The tse advised that the issue was possibly a bad vp. There were no reports of patient injury. Intuitive surgical, inc. (Isi) received the following additional information via follow up: the faults began before the system was docked. Resetting the system resolved the issue the first time. The system then suddenly shut down, and non-recoverable faults occurred. The screen also went black during the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the video processor (vp) for failure analysis investigation. The unit was analyzed and found the reported errors 40 and 252 were confirmed but not replicated. In logs, errors 40 and 252 were found indicating that the fault had occurred in the field. Visual inspection, no issues were found that is related to the report issue. The vp was installed onto an in-house system where the component functioned as expected. The in-house system was set to run video test, 10 minutes sine cycle, 10 power cycles and sitting idle for 1 hour. Once the testing was completed, the system error logs were inspected, but no error could be identified. Although the error codes point to the video processer, the probable root cause cannot be traced more specifically based on failure analysis, which was unable to replicate the issue during in-house testing.